Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump shuts off by itself, without alarming beforehand. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted and no damage was found on the c13 lcd isolation tape noted. The insulin pump communicated properly to test transmitter; no communication anomaly noted. No cosmetic damage noted.